Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy capacitor which was replaced. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the operational check with a "therapy pca error" message. There was no patient involvement.